Manufacturer narrative:
Event date (B)(6) 2018. Submitted 08/30/2018. Philip's technical support advised the customer to replace the blower. The customer replaced the blower and performed system leak, pressure accuracy, air delivery/flow accuracy, and electrical safety tests. The unit was run overnight with no issues. The unit was returned to use.

Event description:
The customer reported that the unit had error codes of "blower stalled " and "blower temperature high". The customer reported there was no patient involvement. The event date was not specified; estimate used.